Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with diffuse lamellar keratitis in the left eye post lasik procedure. There are multiple related reports for this reported facility. This report addresses patient mr's left eye and other manufacturer reports will be field.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stabile during the whole day. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the bcc check for the left eye (os) was done about 16 minutes before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. The root cause could not be determined conclusively. However, dlk is not related to the device. Contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).